Event description:
During an endoscopic procedure, the physician used a cook captura serrated forceps with spike. The physician observed that the forceps take too large of a tissue specimen. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. Unused product from various lot numbers were provided by the reporter for eval. The unused product has been returned to the approved forceps supplier for eval. We have not yet received the eval results from the approved supplier. A f/u MDR will be submitted on or before (B)(4), 2011. The possible lot numbers of the product said to be involved were used to review the device history records. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because the lot number was unable to be determined. A review of the 12 month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Prior to distribution, all captura serrated forceps with spike are subjected to a visual inspection for product integrity. A review of the device history record for the possible lot numbers confirmed that the lots said to be involved met all mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because the report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer qa will continue to monitor for complaint trends.